Manufacturer narrative:
No device eval was performed since the device was not returned to the MFR. A review of the device history records could not be performed due to the fact that a device model number or lot number was not provided.

Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's c-qur mesh product. On (B)(6) 2012, pt was diagnosed with incarcerated umbilical hernia on cat scan and underwent umbilical hernia repair with atrium c-qur mesh. It was alleged in the complaint that on (B)(6) 2013, plaintiff presented with some abdominal pain and shortness of breath for three weeks with findings of pneumatosis intestinalis in the jejunum and portal venous air on computerized tomography. He was admitted to the ICU with diagnosis of possible ischemic bowel. He underwent exploratory laparotomy with small bowel resection due to small bowel ischemia and gangrene. Intraoperatively, at the site of a previous umbilical hernia repair, a thickened fascial tissue was encountered and old mesh was encountered as well. There was noted to be intense adherence of omentum and small bowel to the undersurface of the umbilical area at the site of previously placed mesh. It was alleged in the complaint that there appeared to be an adherence of the mesh to a portion of the small bowel. This had resulted in a twist of the small bowel around this area and this bowel was taken down from the mesh with a small segment of mesh intact on the bowel. The old mesh at the level of the previous hernia repair was excised from the fascia. It was alleged in the complaint that on (B)(6) 2013, pt was hospitalized and his hospital course was complicated by acute respiratory failure and was discharged home. It was alleged in the complaint that on (B)(6) 2013, pt was admitted for complaints of coffee ground emesis and diarrhea. Since this is a potential legal meter, the case has been turned over to legal counsel and further info obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplemental this report if add'l info comes to its attention.